Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the mid superficial femoral artery. The patient had multiple unspecified size epics stents implanted in july 2013. During a recent angiography, it was noted that one of the previously implanted epic stents had fractured into two pieces. The physician has done no re-intervention at this time for the fractured stent. There were no patient complications reported.